Manufacturer narrative:
No procedural delay or cancellation was reported. A steris service technician arrived on site and confirmed that a load was aborted when the v-pro max sterilizer experienced a "pressure rise low" alarm. The technician identified that prior to loading the sterilizer the instruments were not properly dried before the start of the processing cycle. The technician confirmed user facility personnel identified this issue at the time of the processing cycle and the load was reprocessed. The technician identified that the load was removed from the sterilizer, and while the load was being prepared to be reprocessed an employee experienced a burn on his hands. The employee was not wearing proper ppe at the time of the event. The steris operator manual states on page 1-2 "when handling hydrogen peroxide, wear appropriate personal protective equipment." The steris operator manual states on page 4-6 to, "contact steris. Load must be repackaged and reprocessed after abort phase is completed," after a pressure rise low alarm. The operator manual states on page a-2, "all items must first be thoroughly cleaned, rinsed and dried before being packaged and loaded into the amsco v-pro max low temperature sterilization system." The technician tested the unit and confirmed it to be operating according to specification, the unit was returned to service. The technician instructed the employee subject of the reported event of the proper use and operation of the sterilizer.

Event description:
The user facility reported that their v-pro max sterilizer experienced a "pressure rise low" alarm and an employee was burned when removing the load from the unit. Medical treatment was sought and administered.